Event description:
Philips received a complaint by the customer on the v60 indicating that a 1203 "low leak-co2 rebreathing risk" alarm error message was displayed on the ventilation mode screen, and the device was not getting any tidal volume readings. It was reported that there was no patient involvement at the time the issue was discovered as the issue occurred during setup. The customer called technical support to report that during setup, a 1203 "low leak-co2 rebreathing risk" alarm error message was displayed on the ventilation mode screen, and the device was not getting any tidal volume readings. The customer also stated that the air inlet filter was very dirty. The remote service engineer (rse) discussed filter management with the customer as the air inlet filter should be inspected and replaced at regular intervals to ensure proper system performance. An authorized service provider (asp) was dispatched onsite to evaluate and repair the device. Upon arrival, the asp confirmed the reported issue and found that the issue was caused by a gas delivery system (gds) failure. The asp therefore replaced the gds and verified that the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated.